Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-15912. It was reported that the patient with myocardial fibrosis presented in the operating room for an implant. During the procedure, the leads could not find a suitable implant position and did not exhibit satisfactory parameters. The leads were not used. The patient suddenly twitched and was unable to lie flat, and the operation was discontinued. The patient was stable.

Event description:
New information states that the thresholds were not acceptable. There was no lead malfunction. The leads could not be implanted due to patient anatomy.

Manufacturer narrative:
The reported event of ¿parameters are not satisfied¿ was not confirmed. As received, a complete lead was returned in one piece with a stylet inserted. Visual inspection of the lead found the tines to be complete and intact. Electrical testing did not find any indication of conductor fractures or internal shorts.